Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 had failed. A field service engineer (fse) found that half height enhanced cubie drawers 3.1 and 3.2 were not detected on the bus and both controller and light emitting diodes were showing a short blink pattern. So, the fse replaced the pyxibus module controller, reseated the row board cables on both drawer controllers, and inspected under the cubie pockets but no debris was found. The drawers were restored to normal operation. The fse tested the station in diagnostics, and it passed the acceptance test and confirmed that the failed spaces were self-recovered after a reboot. Proactive inspection process was performed and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and it requires maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed and it requires maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.